Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was in patient use and stopped working. They powered it on, but the cns would lose communication and freeze. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) was in patient use and stopped working. They powered it on, but the cns would lose communication and freeze. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.